Manufacturer narrative:
The test strips were returned for investigation. Section d9 was updated. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(6). On (B)(6) 2023: meter result: 213 mg/dl at 4:41 p.m. Meter result: 114 mg/dl at 4:54 p.m. The reporter advised that the qc test was performed every 12 hours and that the meter passed the qc test.